Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 2 was not resolved with troubleshooting.

Manufacturer narrative:
The test strips involved with this complaint have been returned to lifescan for evaluation. The test strips were tested on (B)(4) 2012 and the primary complaint was confirmed when testing with control solution during investigation. The test strips were evaluated and error 2 was observed with control solution test. However, a misclassification occurred when the meter read the control solution as being blood application (or blood as control solution). In this case the test carried out in the pa lab was with control solution but the meter identified it as being a blood application and this gives the diagnostic code ecs-misclassification. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1 (11/08/2012) (describe event or problem)-the correct description is - on (B)(6) 2012, the reporter from (B)(6) sent a letter to lifescan from (B)(6) alleging an error 2 message issue with the one touch verio pro meter. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. A replacement product was sent. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the meter had an error 2 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a "serious injury." The incorrect description was entered as "there is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 4 was not resolved with troubleshooting."